Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be contaminated prior to being implanted. This electrode was never attempted and the procedure was completed with another electrode. No adverse patient effects were reported.